Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was trying to bolus. The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an motor position encoder error alarm. The customer was advised at this time displacement test and manual prime were successful and motor error alarm did not recur. It was explained to the customer that the alarm was caused by connection issue. The customer was advised to monitor pump.